Event description:
On (B)(6) 2012 it was reported that the patient had his generator and lead replaced due to "battery depletion and high lead impedance". However, clinic notes dated (B)(6) 2012 state that the generator was replaced because the old generator would not be compatible with the new lead. The replacement surgery is detailed in the notes. It was noted that the lead was "well incorporated" on the vagus nerve and that there was a lot of scar tissue on the vagus nerve around that area. The lead was carefully removed and the new device was implanted. After and through the procedure device diagnostics were performed. In each case it was stated that the device was well within the manufacturer's specifications and that lead impedance was noted as "okay" and dc/dc converter was "1". The device was left at 0ma output current after the procedure. The clinic notes also stated that the device was turned off after the high impedance was originally found. Product analysis was performed on the returned generator and found tool marks on the pulse generator. The marks are most likely associated with manipulation of the device during the explant procedure as the markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The septum was not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The lead was returned on (B)(6) 2012 and is pending product analysis.

Event description:
On (B)(6) 2012 the physician reported that he ran diagnostics on the patient and there was a suspected lead break. Clinic notes dated (B)(6) 2012 were later received which state that the patient experienced an increase in drop attacks (nine in about five weeks) in october with continued generalized seizures in that same time frame. As of the date of the notes, the patient had only experienced one drop attack in (B)(6). The physician tried to perform normal mode diagnostics; however he was unable to because the lead impedance was too high. He stated that he tried to adjust the patient's settings as recommended; however, this did not solve the problem either. Via the notes, the physician stated that he was concerned the seizures and drop attacks may have increased due to the vns "no longer operating properly". He clarified the issue by reiterating that the lead impedance was too high and that the patient may need a lead replacement, but no surgery is planned at this time. It is unclear if the normal mode diagnostics issue was resolved, as the physician has normal mode diagnostic results listed within the same clinic notes. Follow up with the physician found that the patient's system diagnostic results showed the high impedance and a dcdc code of 7. No additional information has been provided.

Event description:
Product analysis on the explanted lead found fluid leaks, abrasions, detachment of the connector boots, and white deposits. The reported fracture of the lead was not observed; however, it was noted that the electrodes were not returned, therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of a fractured lead. Additional information was received confirming that the patient had an increase in seizures; however, this increase was the same as pre-vns baseline levels. It was not specified what the relationship of the increase was to vns. Interventions were taken for the increased seizures which resulted in a "good" outcome. The exact interventions were not noted; however, the patient had a generator and lead replacement. The patient has multiple seizure types which all increased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the seizures. No patient manipulation or trauma occurred that is believed to have caused or contributed to the potential lead fracture. No x-rays were taken by the physician. No other information was provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.